Event description:
The pt ((B)(6)) is a participant in a clinical study and has a percutaneous lead implanted in the occipital region (off-label). It was reported, the pt's lead migrated. Efforts to recapture effective stimulation via reprogramming and proved unsuccessful. As such, surgical intervention was undertaken to reposition and anchor the led. Effective therapy was obtained for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.